Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical products: crt-d dtba2d1; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced presyncope symptoms. The right ventricular (rv) pace/sense lead exhibited suspected fracture, and oversensing. Through manipulation overdetection was observed in the atrial and ventricular channels. Subsequently, approximately 5 days later a new rv lead was implanted, and the rv pace/sense lead capped, and remains in the patient. The atrial lead remain in use connected to the implanted device. No patient complications have been reported as a result of this event.